Event description:
It was reported by a material mrg the device was used in an unk procedure. It was reported the doctor feels he can't see where he is stapling with this new stapler, and feels it doesn't fire properly. The device was discarded. There was no consequence to the pt. The rep was notified to follow up. 04/16/1998 the rep reports the staples were not forming completely and rolling in the wound.